Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the tip of the catheter caused a tear in the hypo larynx right above the esophagus. This was a 3rd time redo procedure, so the abdominal/mediastinal portion was more complex but unrelated to the injury that occurred. The patient did require a prolonged hospitalization but no additional procedures (was managed nonoperatively). Nothing unusual about the catheter was noticed. The patient is now stable and doing well.